Manufacturer narrative:
Device identification: the reported device was confirmed to be rio 3.0 p/n 209999, serial number (B)(4). Device history review: a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed with no notes or comments. Device evaluation and results: session files were not provided. No inspection could be preformed. Complaint review based on the device identification (B)(4) the complaint databases were reviewed from 2011 to present for similar reported events. There have been 1 other similar events for the referenced serial number, (B)(4). Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Conclusion: three communication have been made to obtain more information. The inquiry is unclear regarding the issue, if more information becomes available the investigation will be reopened. The device was not returned for evaluation.

Event description:
During a da tha procedure, we got to the reaming point of the case, dr. (B)(6) checked the checkpoint on the offset reamer handle and it failed at a fluctuating 3.0-4.0 mm. The handle was connected to reamer basket inside acetabulum, I had him check base array and vizadiscs, then pull handle out and check checkpoint with probe clearly perpendicular to the divot- still failing around 2.9 mm. He was very upset at this point because he stated this has happened before. The tech then quickly recalibrated the arm and we skipped into the reaming page bypassing the handle checkpoint, however dr. (B)(6) still wanted to check the checkpoint, and it failed once again in the reaming page, right around 2.9- moving the probe around at different angles I believe the best he got was 2.4 mm - this was immediately after re-registering the rio, nothing moved in or, nothing changed, and it still failed. We switched to the straight reamer handle and it failed again. At this point he debated reaming with the robot still but did not trust the numbers because of the checkpoint error. I had a fellow mps- nathan barber- with me at the time and he had clinical support on the phone through most of the incident. Dr. (B)(6) bailed on the robot and went manual on the case after about 10 minutes of troubleshooting. Delay of about 10 minutes of troubleshooting

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a da tha procedure, we got to the reaming point of the case, dr. (B)(6) checked the checkpoint on the offset reamer handle and it failed at a fluctuating 3.0-4.0mm. The handle was connected to reamer basket inside acetabulum, I had him check base array and vizadiscs, then pull handle out and check checkpoint with probe clearly perpendicular to the divot- still failing around 2.9mm. He was very upset at this point because he stated this has happened before. The tech then quickly recalibrated the arm and we skipped into the reaming page bypassing the handle checkpoint, however dr. (B)(6) still wanted to check the checkpoint, and it failed once again in the reaming page, right around 2.9- moving the probe around at different angles I believe the best he got was 2.4mm- this was immediately after re-registering the rio, nothing moved in or, nothing changed, and it still failed. We switched to the straight reamer handle and it failed again. At this point he debated reaming with the robot still but did not trust the numbers because of the checkpoint error. I had a fellow mps- (B)(6) - with me at the time and he had clinical support on the phone through most of the incident. Dr. (B)(6) bailed on the robot and went manual on the case after about 10 minutes of troubleshooting. Delay of about 10 minutes of troubleshooting.